Manufacturer narrative:
Conclusion: based on the received information, the patient native tissue could be a contributing factor of the issue. However, a conclusive root cause cannot be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. (B)(4).

Event description:
Medtronic received information that prior to the implant of this mechanical valve, the valve was inspected with no abnormality noticed; during implant, the device was sized appropriately. After the valve was fully implanted, it was found that the valve leaflets blocked the outflow tract resulting from interference by the patient's native tissue. It was also reported that the valve leaflets were broken during the procedure. The valve was removed and replaced with a 19mm mechanical heart valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve appeared to be clean with no evidence of blood contact. Both leaflets were received intact and in the closed position. The leaflets exhibited no evidence of damage such as cracks, breaks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms and orifices appeared intact with no evidence of damage. Functional testing was performed using a blue actuator to test leaflet movement and the leaflets appeared to move without difficulty. The valve was then rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed by systematically undoing the stitching to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. The serial number was verified. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information, the patient native tissue could be a contributing factor of the issue. However, a conclusive root cause cannot be determined and the reported complaint could not be confirmed. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.